Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: the original surgery date is 10/17/2018 and not 10/17/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had original surgery on (B)(6) 2019 and on (B)(6) 2019 presented with loss of best corrected visual acuity (bcva). On (B)(6) 2019 patient had a re-treatment and presented on (B)(6) 2019 with a superior nasally displaced flap in the right eye (od) post treatment. The topical steroid dosage was increased and a flap lift and rinse was performed. The patient complained of blurry vision in od. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 5.25 x -.125 x 97, left eye pre-op 20/40 5.75 x .00 x 90. Bcva from (B)(6) 2019: right eye post-op 20/25 1.50 x -.75 x 170, left eye post-op 20/40 1.75 x -.75 x 162.